Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has experienced needle retraction failure and a needle stick injury after use. The following has been provided by the initial reporter: activation button did not work. After inserting IV catheter using insyte autoguard, activation button did not retract the needle causing the nurse on duty get prick him. Activation of safety feature of insyte autoguard did not work after inserting the catheter.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has experienced needle retraction failure and a needle stick injury after use. The following has been provided by the initial reporter: activation button did not work. After inserting IV catheter using insyte autoguard, activation button did not retract the needle causing the nurse on duty get prick him. Activation of safety feature of insyte autoguard did not work after inserting the catheter.